Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a f/u report will be submitted. Additional device: model a34-34/c80 infrarenal aortic extension lot: 1382613-024 rel. Date: (B)(6) 2015, exp date: 08/21/2018.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, and two infrarenal aortic extensions. Subsequently on one month f/u patient showed a proximal endoleak. The initial grafts never properly seated themselves or sealed. Therefore, on (B)(6) 2015 the physician elected to implant a palmaz p4010 in order to press the infrarenal stent against the aortic wall and produce a better seal. Patient is doing well.